Manufacturer narrative:
Retainer ring = black customer returned pump cosmetic damage, blank display, and frozen screen found on (B)(6) 2021. The pump passed the displacement test, active current test, and sleep current test; however, pump did not pass self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. Pump alarmed pump error 63 during self test and pump trace download confirmed the pump alarmed pump error 63 variable 3 on (B)(6) 2021 04:46:12.000. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly (pcba 1). The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked corner of belt clip rails, cracked battery tube, peeling serial label damage, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed. Blank display and frozen screen was not confirmed. Pump error 63 was confirmed during self test due to broken trace u1 pin 6. Exposure to moisture was confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had black and frozen screen because it was hit by something. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.